Event description:
Inbound. The father reported tubing was leaking at the filter. It was attached to the catheter 48 hours ago and it just started leaking at the time it was to be changed. Patient had no symptoms. This was the second tubing leak in the past week. No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.